Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker triggered a lead safety switch on the right ventricular (rv) lead due to high out of range pace impedances. Last year, the pace impedances were 548 ohms, but have now risen to 2094 ohms. In office testing could not produce the out of range values. At this time, the system has been reprogrammed and remains in service. The rv lead is another manufacturer's product. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to provide an updated conclusion code.